Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations was not able to confirm the complaint due to vessel sealer instrument could not be installed on system to pass self-test because of a bent blade. The blade was found to be bent sideways upon manual extraction from the garage track and could not be straightened out during failure analysis. Therefore, energy activation test could not be performed. However, the instrument passe the electrical continuity testing. No other damage was found. Based on the information provided, this complaint is being reported due to following conclusions: the vessel sealer instrument did not seal during a da vinci surgical procedure, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci excision of abnormal wall mall, the endowrist one vessel sealer instrument did not seal. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient. On (B)(6) 2015, intuitive surgical, inc. (Isi) obtained following additional information about the complaint: the vessel sealer instrument sealed the first time but the blade would not retract. According to the customer, the surgeon was aware that the sealing was not working but there were no error messages from the system. Surgeon heard the two audible high pitch tones. It is unknown how long the sealing cycle was. It is unknown if surgeon attempted to use the cut function after tissue effect. There was neither bleeding or no reports of patient injury and no post-surgical complications.